Event description:
It was reported that insertion site was right femoral artery. After md placed sheath, he attempted to insert catheter over guidewire. Catheter kinked. It was removed & another iab used. Dr commented balloon unwrapped too quickly prior to insertion. There were no reported patient complications.

Manufacturer narrative:
No sample returned for evaluation. Lot number not reported so DHR could not be reviewed.